Event description:
The customer reported that during the procedure, the surgeon noted that the device jaws could not be re-opened and the blade was engaged between the jaws. The site contact was not able to provide info as to whether the device was applied to tissue when this occurred. The device was removed from the field and a new device was obtained and utilized w/o issue.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.